Manufacturer narrative:
The lay user/patient¿s product(s) has been returned and evaluated by lifescan product analysis on (B)(4) 2013 with the following findings: the meter involved in this case failed testing. The meter was found to have a sticky button/switch. If any additional information is available, the FDA will be notified in a follow up report. At this time, we consider this matter closed.

Event description:
On (B)(6) 2013 the lay user/patient contacted lifescan to report the one touch ultrasmart meter ok button was sticking. The sr medical surveillance specialist was able to classify the complaint based on the information provided to customer service. On (B)(6) 2013 the patient noted the reported meter¿s ok button was sticking; she was unable to obtain a blood glucose reading. On (B)(6) 2013 the patient experienced the symptoms of sweating and feeling faint. The patient administered self-treatment by consuming food and/or a drink; she did not seek any medical attention. The issue was not resolved with troubleshooting. The meter, test strips and control solution were replaced. The patient allegedly suffered symptoms suggesting severe hypoglycemia after the meter issue occurred, and received treatment with food. Therefore this complaint is being reported.